Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced sharp and painful shocking sensations in his groin. Stimulation was turned off. Follow-up report indicated that the patient went through a programming readjustment after the physician found no problem with the device. No jolts or shocks were felt by the patient; however, pain relief was lost. Additionally, the patient reported pain around the ipg site and the device was subsequently explanted.